Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had low sensing. The lead was explanted and was replaced. It was also reported that during the rv lead replacement, the right atrial (ra) lead was noted as damaged with a broken outer conductor. The ra lead was partially explanted. The physician did not trust the implantable cardioverter defibrillator (ICD) device, because it did not recognize the ra lead failure. The device was explanted and was replaced with a single chamber ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 407652, implantable pacing lead, (B)(6) 2011; 693565, implantable tachy lead, (B)(6) 2011. (B)(4).